Event description:
Caller reported a cgm error and contacted support. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which resolved the error as it did not recur. The customer was advised to wait 20 minutes before starting a new sensor session and confirmed understanding of the instructions.